Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard blood control 24g x .75" had a sterility breach. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: hair got mixed.

Event description:
It was reported that bd insyte¿ autoguard¿ blood control 24g x .75" had a sterility breach. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: hair got mixed.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned units provided. Bd received three unused insyte autoguard 24ga units in sealed packages from lot number 8109548. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination a strand of hair was located in the sealed packages. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. The foreign matter of hair was confirmed to be within the sealed unit that was returned. The foreign matter (hair) was most likely introduced during the packaging process.